Event description:
There is no evidence that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 2 message was not resolved with troubleshooting. Per the onetouch ultralink user guide the error 2 message prompts when there is a problem with the test strip or there is a problem with the meter.

Manufacturer narrative:
(B)(4): the reported issue was unfounded during investigation with test strips. However, unrelated to the primary issue, the test strip result was outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.